Manufacturer narrative:
(B)(6). It is reported that the device is being returned for evaluation, but has not yet arrived. (B)(4).

Event description:
Allegedly there was a problem with the original fastener and it was removed but the retention suture was left in place. The initial fastener site was left empty and a new site was prepared. A back-up fastener was available and was used. This occurred approximately 40 minutes into the surgical procedure and caused a 10 minute delay.

Manufacturer narrative:
Visual assessment of the device shows no damage. Functional assessment of the torque limiter was performed and found to function as intended. Dimensional inspection of the inserter found it met print specification. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.